Event description:
Complaint notes: (B)(6) caller stated that this patient's rvcoil impedance is 200 ohms, the rv is losing capture at 6v, and rv sensing is 11mv. Caller/physician would like to program the rv sub threshold and lv only pace. However, they are now observing double counting of the rwave after the lv pacing pulse. They would like to get rid of the double counting of the rwave. Explained to the caller that this patient's rvcoil can no longer be trusted to rescue the patient should the need arise. Also, explained to the caller that the rvpace portion of the lead appears to be compromised due to the high pacing thresholds. Explained that since this boston scientific lead is integrated bipolar, rv sensing vectors will be using a compromised rvcoil which has a high impedance 200 ohms. Explained that with this being the case, rv sensing should not be trusted with this lead. Caller indicated that they will address all of the rv lead issues with the physician, but in the interim, they wanted to get rid of the rwave double counting after the lv pace. Explained that possible programming options to try to eliminate the double counted rwave after the lv pace are: increase vblank post vp, change the rv sensitivity, change rv sensing vector, and/or 4) change the lv pacing vector. The caller tried options 1-3 with no luck in eliminating the double counted rwave. The caller was going to try different lv pacing vectors, and call tachy tech services back if she had any further questions. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).